Manufacturer narrative:
It was reported that foreign particulate was noted within the syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Two (2) samples were returned for evaluation and the reported problem/issue was confirmed with hair noted within the samples. The samples were in used condition with packaging opened. A root cause was unable to be determined as due to the condition of the samples, it could not be confirmed whether or not the hair was already inside of the syringe barrel upon receiving the unopened product or if it occurred while the sample was in use. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that foreign particulate was noted within the syringe.